Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that multiple discardit¿ ii syringes w/o needle leaked, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation: we have been provided with the affected sample. A leakage through the plunger rod was observed in this provided samples. After that we could determine a damaged in the plunger rod by the evaluation of the plunger with magnification. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2022 (january 16th - 17th, 2018). Syringes were assembled in machine, nº4208, and nº4204, in lot #8015765 (january 15th - 22nd, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #8015781, and #7354635 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #8015645, and #7354637 and no problems, defects or qn related to the reported issue were found. Root cause analysis: we conclude that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Confirmation: the provided sample presented the reported issue. We could confirm the reported issue. CAPA determination: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.